Event description:
Bright red urine due to hemolysis. Impella was initially in too deep and pulled back. It was reported that the procedure was successful and the patient was stable. Clinical review: an impella cp device was inserted surgically into the right femoral artery in a 47-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), out of hospital cardiac arrest with cardiopulmonary resuscitation (CPR), scai stage e shock, on multiple inotropes and vasopressors, and ventilated for respiratory support prior to initiation of support. The impella was inserted for ventricular support during a bailout of a percutaneous coronary intervention (pci) of the right coronary artery (rca). While the patient was in the intensive care unit (ICU), the patient was experiencing hemolysis with bright red urine. It was noted that the pump was too deep, so it was pulled back. The post-procedure outcome is survived at explant. The patient was on a heparin drip which can cause hemolysis. Hemolysis is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hemolysis / mechanical interaction with blood: the cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. Device in wrong position: the cause of the position issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.